Manufacturer narrative:
Patient information not available for reporting. Date of event reported only as (B)(6) 2018. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an l4-s1 fusion using bilateral pedicle fixation and rods, it was noted that one of the threads of a holding sleeve from the matrix system was starting to strip/peel off. There was an extra sleeve in the set that was available to use. No fragments were generated; there was no surgical delay; there was another device available to use, and the surgery was completed with no reported harm to the patient. This report is for one (1) holding sleeve ¿ long for matrix. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was completed for part# 03.632.036, lot# h236302. Manufacturing location: monument, release to warehouse date: jul 24, 2017. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. The matrix holding sleeve ¿ long (03.632.036) is one of ten (10) holding sleeves for the matrix spine system utilized during screw insertion (03.632.001, 03.632.024, 03.632.028, 03.632.036, 03.616.042, 03.616.043, 03.632.085, 03.632.123, 03.632.124 and sd03.632.123). The matrix system is covered by three technique guides: matrix ¿ deformity, matrix-degenerative and matrix ¿ mis. Once the holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s green knob clockwise until it is fully engaged. The returned matrix holding sleeve (03.632.036) was examined and the threaded tip was found to be broken and missing a segment. No dimensional analysis was able to be completed due to post-manufacturing damage. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. The complaint condition was unable to be replicated due to post-manufacturing damage. Relevant drawings for the returned matrix holding sleeve ¿ long (03.632.036) were reviewed (both current revision and from the time of manufacture). The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review, including material and material hardness reviews, was performed for the returned instrument¿s lot number and no material review report, non- conformance reports or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. This date was incorrectly reported as 1/10/2018 in initial report (B)(4). The correct date is 1/9/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.